Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to door failure. A field service engineer verified that the issue with door three in the application could not be replicated, having tested it at least five times without encountering any failures. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.